Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low flows and a possible left ventricle inflow obstruction. The doctor reported that it was believed that the left ventricle cavity collapsed and a mobile object seen on echocardiogram was possibly trabeculae from the left ventricle, but the doctor could not rule out thrombus in the apical cannulae. The patient's lactate dehydrogenase level was appropriate at 260 u/l. On (B)(6) 2018, it was reported that care was withdrawn and the patient expired. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. The report of suspected thrombus could not be confirmed. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained 24 low flow alarms, occurring when the estimated flow dropped below a threshold of 2.5 lpm. Additionally, multiple pi events were captured. The pump speed remained above the low-speed limit for the duration of the log file. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: care was withdrawn on (B)(6) 2018 and the patient expired on (B)(6) 2018.